Manufacturer narrative:
Patient information now provided. (B)(6). Correction: the customer site has declined a visit by a medtronic representative for troubleshooting as after charging system, and booting back up system functioned normally

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The customer site has declined a visit by a medtronic representative for troubleshooting. No further investigation possible.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was displaying a critical error message. The specific error was not reported. The imaging system was rebooted without resolution. The use of the imaging system was discontinued because of this issue and a c-arm was used to successfully complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.